Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. (B)(6) 2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a tube with a broken bottom with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd hemogard¿ safety closure serum tube had the bottom of the tube missing and it caused blood exposure. No injury or medical intervention.